Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to force sensor resistance damaged by moisture. Unable to perform, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. No blank display anomalies or unexpected power loss or low battery were noted during testing. Insulin pump received with cracked case at the display window corners, reservoir tube window corners and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 224 mg/dl. Customer stated insulin pump was stopped working. Customer experienced symptoms such as throwing up uncontrollable. The customer was treated with 5 days intravenous fluids. The insulin pump will be returned for analysis. Frn reservoir. Unomedical inf. Set.